Event description:
This lead was found dislodged after the implant. A new lead was placed for the patient. It is unknown if this lead was explanted or capped.

Manufacturer narrative:
Upon receipt, the lead under complaint was subjected to an extensive analysis. The performance of the lead was scrutinized, including a visual, mechanical and electrical inspection. The visual analysis revealed a deformed outer conductor coil 24 cm distal to the is-1 connector pin and a damaged insulation. These damages most likely resulted from the surgery. However, a thorough analysis of the lead did not show any deviations which might have led to the reported dislodgement. The values of the parameters measured during the mechanical and electrical analysis were within the technical specifications. After cleaning the fixation helix from coagulated blood and tissue residuals, it could be properly deployed and retracted. Prior to the analysis of the device, the quality documents accompanying the manufacturing process for this device were re-investigated. All production steps were performed accordingly, and in particular the final acceptance test proved the device functions to be as specified. In conclusion, the analysis did not reveal any sign of a material or manufacturing problem.